Event description:
It was reported that this lead was explanted due to unknown reasons after a month of being implanted. The lead was successfully replaced. No additional adverse patient effects were reported.